Event description:
On (B)(6) 2019, during service, the autopulse platform (sn (B)(4) failed final testing due to fault code ua27 (encoder fault).

Manufacturer narrative:
During service, on (B)(6) 2019, the autopulse platform failed functional testing due to fault code ua27 (encoder fault) and is unrelated to the reported complaint.the root cause for the fault code was due to the damaged encoder gearbox. The encoder gearbox was replaced to remedy the fault code. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to damaged load cells. The reported complaint of "cut on the head restraint wires" was confirmed during the visual inspection. The root cause for the reported damage was due to mishandling. The top cover needs to be replaced to remedy the damage. Upon visual inspection, unrelated to the reported complaint, observed damage on the front and bottom enclosures, bent battery lock and crack in the battery compartment. The cause for the physical damage was due to wear and tear. The front enclosure, bottom enclosure, battery lock and the battery compartment assembly needs to be replaced to remedy the damages. The autopulse platform is a reusable device and was manufactured in 2009 and is 10 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load cells needs to be replaced to remedy the ua07 error. Upon customer approval, the damaged parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). (B)(4) was reported on 01/17/2014 and load cells were replaced to remedy the error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Also, the head restraint wires were cut. No patient involvement.